Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device error log. The device's system and cpu board assembly need to be replaced to resolve the issue. Additionally, the device powered on and operated as it should. No repairs were performed. The unit has been scrapped.